Event description:
It was reported that the patient underwent reoperation due to malfunction of the pump. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported pump malfunction was confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the 8lb activation test. The pump therefore required more than 8lbs of force to activate. Product analysis concluded the activation issues could affect the functionality of the device as the reported mechanical issue. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent reoperation due to malfunction of the pump. There were no patient complications reported. The surgery went well.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent reoperation due to malfunction of the pump. There were no patient complications reported. The surgery went well.

Event description:
It was reported that the patient underwent reoperation due to malfunction of the pump. There were no patient complications reported. The surgery went well.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported pump malfunction was confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope; no visual damages were found upon inspection. Cylinder 1 had a small leak in the cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Cylinder 1 was not pressure test due to that leak was identified. Cylinder 2 passed all tests performed. Product analysis was unable to identified device malfunction with the returned cylinders. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the 8lb activation test. The pump therefore required more than 8lbs of force to activate. Product analysis concluded the activation issues could affect the functionality of the device as the reported mechanical issue. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.